Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused health issues such as breathlessness, cough, red eyes, and asthma. The details of the medical intervention that the patient required are currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused health issues such as breathlessness, cough, red eyes, and asthma. The details of the medical intervention that the patient required are currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no distinct wear, tear, or contamination on the enclosure. The manufacturer visually inspected the device internally and found no distinct wear, tear or contamination. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation. Section d4 updated/corrected in this report.